Event description:
It was reported that the needle did not retract correctly. The blood also entered the top of device where it should not be, and blood was leaking at the connection chamber and hub. The event occurred multiple times while in use with a patient, and there were unknown signs or symptoms experienced.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported that issue was locked out viavalve needle-guard assembly with blister top stock and without catheter assembly & sheath. The probable cause for the reported complaint of catheter leakage and safety mechanism malfunction could not be determined. The sample displayed evidence of damaged porous barrier in the housing flash chamber area with visible blood leakage past barrier component. The damage to the component was highly probable to have occurred due to a fault during the assembly process. Based on analysis, the complaint is confirmed as a manufacturing error. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.